Manufacturer narrative:
The insulin pump passed the displacement test but had compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime alarm test, compromised force sensor test and excessive no delivery test due to compromised force sensor alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer's blood glucose level was 96 mg/dl. The customer reported that the insulin pump was not dropped prior to the alarm. The insulin pump will be returned for analysis.